Manufacturer narrative:
The insulin passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, error test and self test. The device was programmed with multiple basal profiles and monitored for three days. All basal profiles were listed in the basal review screen. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No delivery anomaly, basal anomaly or history anomaly noted. The device had cracked reservoir tube lip.

Event description:
The customer reported that they wanted to replace their insulin pump because they thought the device was under-delivering the insulin. The customer stated that their blood glucose had been high. Also, the customer noticed that the insulin pump had not been recording their basal rates. The customer's blood glucose at the time of the call was 245 mg/dl. Assistance was provided. The customer did not want to troubleshoot the insulin pump, they just wanted a replacement. Nothing further was reported.